Event description:
Customer reported that the insulin pump was blank and the customer was unable to read anything despite battery changes. Customer mentioned that the insulin pump has been messing up with not delivering insulin and the patients' blood glucose readings high. Mother did not have the insulin pump with her and troubleshooting was not performed. No further information reported. Customer's blood glucose reading at the time of the call was 22 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.